Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not logging in, was at a blue and black screen and was asking for a password. Customer tried to reboot the system but failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the system and verified that the application was up and running. Tss confirmed that the customer resolved the issue by rebooting and no further investigation required for this device. The system functioned as intended after the technical support specialist investigated the device.